Event description:
It was reported that the customer was unable to see drops of insulin exit the end of the tubing during fill tubing with multiple cartridges. The customer replaced the tubing and was able to complete load and resume insulin delivery successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.